Manufacturer narrative:
This complaint is not reportable. The device is not a safety device and does not have a retractable needle. There was no retraction failure, the needle could not have separated from the catheter and is not considered a reportable malfunction.

Event description:
It was reported with the use of the bd angiocath IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.